Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a freestyle libre 3 plus continuous glucose monitoring (cgm) issue in which no readings were seen and then a subsequent scan error, after which the user was advised to replace and pair a new sensor and acknowledged the guidance. No adverse clinical symptoms reported. Outcomes included no impact to health, no alerts or alarms, and completion of troubleshooting and education. User support included remote troubleshooting and user education to replace and re-pair the sensor. Investigation of this case revealed a probable sensor communication or scanning failure consistent with a device data acquisition or communication malfunction localized to the sensor component, with no evidence of systemic device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication failure consistent with intermittent pairing error.